Event description:
It was reported that the pt underwent surgery for elective battery replacement. The pt "was under good control" with 1000 mcg/day of lioresal 2000 mcg/ml. Cerebrospinal fluid and drug could not be aspirated from the catheter. The hcp was unable to inject saline into the catheter. A large portion of the proximal catheter was cut off; the hcp still was unable to inject saline through it. The catheter appeared to be occluded. The hcp cut into the catheter and it was noted there was a gray/black sediment which appeared to occlude the catheter. The spinal portion of the catheter was exposed; there was no cerebrospinal fluid flow from it. The entire system was replaced. The pump had previously contained compounded baclofen 4000 mcg/ml from 2004 through 2008. The hcp had concerns that the sediment may have had "something to do with the compounded baclofen". The hcp requested analysis of the sediment by the manufacturer. Final pt outcome was not reported.

Manufacturer narrative:
Results - used for the catheter.